Manufacturer narrative:
This report is submitted on november 06, 2018, by cochlear limited on behalf of (B)(4) exemption number e2016011.

Event description:
It was reported that the patient experienced vertigo in (B)(6) 2018 and the patient was treated with steroids for two weeks (date not reported). Following treatment the symptoms resolved; however the vertigo reoccurred in (B)(6) 2018. Additional information was requested relating to the current status of the patient; however, no further information was made available as of the date of this report.